Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 2 was failed. A field service engineer replaced the module controller and the issue was resolved. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer 2 was failed. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from the pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.